Event description:
Customer reported the alarm will not power on. Batteries have been replaced with a new supply and there is no physical damage to the outside of the alarm. Customer did not provide a date when discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned unit did not confirm the reported issue. The battery springs are bent and the battery door hinges are missing, but the door still closes securely. The unit powers on and passed functional tests. (B)(4).